Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. The physician tried to extract and re-implant the lv lead without success. Subsequently, the lead was explanted. No additional adverse patient effects were reported.